Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Two samples were returned. For sample 1, visual examination found that the cuff had a large rupture with a section of the cuff material torn or cut away leaving a large hole. For sample 2, visual examination found that there is leakage from the cuff in multiple locations. Leakage was observed from the medial location in the cuff as well as from the distal shoulder of the cuff. The root cause(s) for the observed hole/rupture or cuff leakage could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿two subglottic microcuff tubes had cuff failures. There seems to be a tiny hole in the cuff material. This happened when sliding the ssm past the glidescope while intubating a patient. This occurred during the intubation process and the patients had to be reintubated. It seems like one cuff failure was due to the intubation process, and the other cuff failure was just a bad cuff. There was no patient injury.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).